Event description:
Hcp reported a reservoir volume discrepancy at refill in 2003. The amount withdrawn was 9.9cc, the expected volume was 2.7cc. The pt had a return of pain but no withdrawal symptoms. Two rotor studies were done which showed the rotor not moving. The pt was given duragesic patches. The pump was stopped in 2003 and then explanted in 2003. A follow up report will be sent when add'l info is received.